Event description:
Account alleged that the bed is not placing a bed exit alarm at the nurses station after installing a new nurse call system.

Manufacturer narrative:
Tech replaced both coil cables and the pulmonary percussion module to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.